Manufacturer narrative:
The patient remains on lvad support with the pump and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 11 weeks post-implant, it was reported that the patient was readmitted into the hospital after the patient started experiencing hemolysis as well as renal insufficiency and increasing bilirubin. Power elevations were recorded 2 days prior and an x-ray was performed and it was reported that no anomalies were seen. The patient is being treated with IV heparin, diuretics and intropes. Fibrinolysis is also being considered.